Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.

Event description:
The account alleged the brake caster ratchet side to side while in brake mode. No pt impact.